Manufacturer narrative:
Device eval summary - device eval on belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt connector was severed off the electrode belt. The root cause for the severed electrode belt connector was not positively identified but was maybe due to excessive force caused by the electrode belt's interaction with an external object. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
Zoll lifecor territory manager, while with pt, contacted zoll lifecor customer support service to report the pt had broken part of the electrode belt connector. The pt was provided with a replacement electrode belt.